Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12729, 2134265-2017-00303. It was reported that automatic pullback failure occurred. The 81% stenosed target lesion was located in the mid moderately tortuous and moderately calcified left anterior descending (lad). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the specified target lesion. The physician inserted the imaging catheter to diagnose the target lesion, however auto pullback failed. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is stable.